Event description:
When used for blood drawing the syringe stopper is deformed, causing the sample to leak out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of stopper defective/ damaged was confirmed upon inspection of the photos. The root cause of the defect is misalignment during insertion of the stopper and plunger into the silicone barrel. To prevent this defect, the vision system will be finetuned to maximize the rejection of poorly assembled stoppers when they are facing the back. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.